Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -14.00 diopter, implantable collamer lens, into the patient's right eye (os) on 29/sep/2020. Reportedly, lens too long, surgeon preference to change. The lens was exchanged on (B)(6) 2021 for a shorter length, higher power lens. Per patient's (B)(6) 2021 visit, glare and halos are being experienced. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5 - lens exchange resolved the problem. Claim# (B)(4).